Manufacturer narrative:
(B)(4). Date sent: 9/22/2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number u94g0y, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
(B)(4). This is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a staple line in the tissue and some staples could be observed with no properly formed. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during uniportal left lower lobectomy surgery, when severing lung lobe tissue on the first and second firing, after fired, noted the staples malformed . Changed another device, when severing tracheal tissue on the third firing, after fired, noted the staples malformed . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.